Event description:
Technician alleged that the brakes were not holding secure. No alleged injuries by the account.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.